Manufacturer narrative:
Device evaluation: the customer returned the foreign material for investigation. The fibrous sample was analyzed by ftir (fourier transform infrared) analysis. The analysis results indicate that the foreign material is cellulose. The reported issue was verified. With the objective evidence evaluated and the process information, the fibrous debris found in the patient's eye at postoperative examination does not match any of the product material components and can be consider a foreign material. Otherwise, due to the current controls in place, inspections and the release testing requirements its was not probable to be generated during our manufacturing process. This event can be associated to other factors related to usage practices and/or the exposed environment of the product. Based on the information provided and the analysis of the reported issue, the foreign material was observed on the eye, but the unit was handled and the origin of the particle could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that one day after a pcb00v 22.0 diopter intraocular lens (iol) was implanted, the physician found fibrous debris in the patient's eye during the postoperative examination. The physician removed the fibrous debris on a secondary surgical intervention on (B)(6) 2017. There was no patient injury reported for this event. No further information was provided.